Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead, difficulty was encountered with inserting the ra lead into the device header. Troubleshooting was attempted, however, was unsuccessful. Another manufacturer's ra lead was successfully implanted and inserted into the device header. The ra lead was attempted, but not implanted. This crt-d remains implanted and in service. No adverse patient effects were reported.